Manufacturer narrative:
Product event summary: the full lead was returned and analyzed. The distal and proximal conductors of the lead developed a fracture due to flexing while in vivo. Performance data collected from the device was received and analyzed. Analysis of the device memory indicated the impedance on the rv (right ventricular) pacing lead was beyond the expected upper range, and that the impedance trend on the rv (right ventricular) pacing lead was variable. Additionally, analysis of the device memory indicated oversensing due to non-physiologic signals/sic (sensing integrity counter) and a lead warning alert.

Event description:
It was reported that the right ventricular (rv) lead exhibited oversensing and an impedance rise to high levels. The lead was expla nted and replaced. No patient complications have been reported as a result of this event.

Manufacturer narrative:
This event occurred outside the us where the same model is distributed. All information provided is included in this report. Patient information is not generally available due to confidentiality concerns. Product event summary: performance data collected from the device was received and analyzed. Analysis of the device memory indicated the impedance on the rv (right ventricular) pacing lead was beyond the expected upper range, and that the impedance trend on the rv (right ventricular) pacing lead was variable. Additionally, analysis of the device memory indicated oversensing due to non-physiologic signals/sic (sensing integrity counter) and a lead warning alert. (B)(4).